Event description:
It was reported that a motor stalled occurred. The pump was interrogated and logs were read verifying the pump stalled on (B)(6) 2013. The patient was admitted to the hospital with potential drug withdrawal and the pump was to be replaced. The patient experienced flu-like symptoms including the chills and fever and had itching. This device system delivered infumorph. On (B)(6) 2013 ((B)(4)): it was later reported that the pump was replaced (B)(6) 2013) and there was no patient injury. The patient recovered without sequela. On (B)(6) 2013 ((B)(4)): no new information. On (B)(6) 2013 (B)(4): no new information.

Event description:
The pump printout also revealed that there was more than one stall with recovery and a tube set occurred.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0039974r, implanted: (B)(6) 2000, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.